Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the numbers was moving up with no input from the customer. The customer¿s blood glucose was unknown. Customer stated that numbers was ramping on their own. Customer stated the scroll bar was moving with no input. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.